Manufacturer narrative:
The device returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue. The returned analysis was unable to confirm the reported gripper actuation issue as the grippers actuated as intended, without issues. The reported difficult to remove (anatomy) could not be replicated in a testing environment as it was related to patient anatomy and procedural conditions. Based on the information reviewed, the difficult to remove (anatomy) was due to procedural conditions as the clip became stuck in the chordae during the clip positioning. A cause for the reported difficult to open or close (gripper actuation issue) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as the clip was caught in chordae and due to gripper actuation issue that followed. It was reported that on (B)(6) 2020, the patient presented with mixed mitral regurgitation (mr) grade 3+-4, and a slight prolapse of the anterior and posterior leaflets. The mitraclip delivery system (cds0601-ntr, 00115u177) advanced to the mitral valve. A few grasps were successfully performed and without device issues. The clip was re-positioned and became stuck on the chordae. Standard troubleshooting was performed, successfully releasing the clip. The clip was inverted back to the left atrium. It was then observed that the posterior gripper was not dropping as expected. As troubleshooting, the gripper lever was cycled, however, the posterior gripper would not drop. The clip was not implanted and device removed without further issues. There was no device related tissue injury observed. In replacement, two mitraclips had been successfully implanted following, reducing the mr to trace. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provide regarding this issue.